Manufacturer narrative:
According to the information provided by the technician, our technician never was on site and repair was performed by third party service. The expiratory channel printed circuit board (pcb) was found defective and was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. No more information was provided regarding which alarm was generated. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was reported that the ventilator generated an alarm during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).